Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 90-95% stenosed, concentric and de novo 34-36mmx3.5mm long target lesion was located in the mildly tortuous and non-calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm balloon after which the residual stenosis was 60%. Next, a 3.5x38mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The physician applied force to the device and the stent hit the tip of the guidecatheter causing the distal end of the stent to become damaged. The proximal end of the stent was unwrapped and it was not possible to pull the stent back into the guide catheter. Therefore, the sds, guide catheter and guide wire were removed together under fluoroscopic guidance. Next, a new guide catheter engaged the vessel. Using two guide wires, the physician advanced and deployed a 3.5x38mm non-bsc stent. There were no patient complications and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method, results and conclusion. A visual and microscopic examination of the device revealed stent damage. The stent was misaligned towards the middle of the stent and stretched across the proximal markerband distal and middle sections of the stent were squashed. The proximal end of the stent was raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user error. This device could not cross the lesion at the middle section of the rca and resistance was encountered upon advancement. The physician attempted to force the device to cross the lesion. The dfu states that "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Use of excessive force may result in stent damage or stent dislodgment from the balloon". The physician reported that due to the damage to the stent, it would not enter the guide catheter upon withdrawal. The dfu also states, "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 90-95% stenosed, concentric and de novo 34-36mmx3.5mm long target lesion was located in the mildly tortuous and non-calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm balloon after which the residual stenosis was 60%. Next, a 3.5x38mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The physician applied force to the device and the stent hit the tip of the guide catheter causing the distal end of the stent to become damaged. The proximal end of the stent was unwrapped and it was not possible to pull the stent back into the guide catheter. Therefore, the sds, guide catheter and guide wire were removed together under fluoroscopic guidance. Next, a new guide catheter engaged the vessel. Using two guide wires, the physician advanced and deployed a 3.5x38mm non-bsc stent. There were no patient complications and the patient's status is stable. This product is only ous approved but it is similar to an approved us device